Event description:
Base on info received from international affiliate, the physician experienced resistance during removal of the midline osteotome from the working cannula. During removal, the physician applied torque on the handle while holding on to the torque limiter mechanism causing over torquing of the device resulting in torsional failure resulting in separation of the distal articulating tip. The separated portion of the device was retrieved without need for any surgical intervention.

Manufacturer narrative:
A review of the device history record did not reveal any anomaly related to the complaint. Prior to release of the lot, mechanical test was performed and test results for the lot met all specs. Device handle was torqued while restraining the torque limiter mechanism. Device labeling warns against rotating the handle while holding the mechanism that limits the torque.